Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that replacing the viewing station fuses resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the mobile view station (mvs) of the imaging system would not turn on and the line power light was not illuminated. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: initial reporter updated to proper value. If information is provided in the future, a supplemental report will be issued.